Manufacturer narrative:
Device code a0510 captures the reportable event of retraction problem. The returned capio slim device was analyzed and found with the cage, the head, and catcher in good condition. Functional evaluation was performed. The dart was loaded into the carrier, and it deployed properly; however, after it was deployed, the carrier did not retract. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on all gathered information, the investigation concluded that the most probable cause for this complaint is "cause traced to device design." An investigation to address this problem is in progress.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament suspension procedure performed on (B)(6) 2022. During the procedure, the capio cage was not catching the dart. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. This event has been deemed reportable based on the investigation results: the dart was loaded into the carrier, and it deployed properly; however, after it was deployed, the carrier did not retract.